Event description:
It was reported that the devices¿ tubing was disconnected. The reporter noted that when the patient woke up in the morning, the tubing had been found disconnected. The disconnection had occurred at the blue connector on the tubing from the pump. The pump had been alarming with a ¿downstream occlusion¿ message. The patient had been instructed to stop the pump and clamp the tubing. It had been explained that any tubing that became disconnected could not be reconnected. The patient had been instructed to contact the clinic for further instructions and had been reminded of the four-hour stop window. The patient had been unsure how long the pump had been disconnected during sleep. The clinic had been scheduled to open at 8:00 a.m., and the patient had stated an intention to arrive at that time but had been advised to call immediately due to the medication stop window. The spiros had remained connected to the administration set, which had caused the downstream occlusion alarm and prevented any leak after the disconnection. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. Associated pump complaint documented on (B)(4).

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
G1: correction. H3: the device history record of reported lot number 6125849 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.